Event description:
It was reported that,"on or about (B) (6) 2003 the patient underwent a left knee replacement surgery." It was further reported that, "in (B) (6) 2008, the patient was experiencing swelling of her left knee, which required replacement of the defective knee replacement."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.